Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(4) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation. The symptoms quickly resolved. Additional information was provided by the surgeon, who reported that the patient developed aseptic endophthalmitis and keratitis one week after the surgery. Steroid medication was installed. Antibiotic and anti-inflammatory treatment was administered. The patient recovered eight weeks later. There was no bacterium inspection performed. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an unspecified cartridge and handpiece. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor iq and restor toric iols in japan. The manufacturing investigation pointed to the difference in manufacturing processes for the japanese market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the japanese market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the japanese market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient also experienced eye pain, corneal edema and anterior chamber cells on the first postoperative week.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that post-operative inflammation occurred in the right eye of the patient, yag was performed due to after cataract. The patient urgently visited our clinic as iop went up to 70mmhg. As the patient also complained about myodesopsia, vitrectomy was then performed. The patient has recovered after the vitrectomy with bcva of 1.2 (20/20).